Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the units no breathe alarm isn't working.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the unit was in auto-pulse mode causing the no breath alarm not to activate, which confirmed the original complaint issue. The unit was run through gui software and auto-pulse was disabled.

Event description:
The provider states the units no breathe alarm isn't working.